Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed an error message "paddles disconnected." There was no patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2019-07034 .